Event description:
Plaintiff reports initial bilateral implantation 4/21/75 with explant 7/21/86. Plaintiff alleges various illnesses including, but not limited to, physical pain, impairment, and suffering.